Event description:
Additional information indicted that the pump was explanted and replaced on (B)(6) 2015. As of the refill on (B)(6) 2015, the drug was changed from compounded baclofen and dilaudid to just compounded baclofen. At the time of the event the patient was also receiving magnesium, baclofen, lasix, coq10, restoril, lipitor, topamax, compounded pain cream, thyroid, primidone, dilaudid, ditropan, oxcarbazepine, norco, xarelto, reglan, vistaril, ntg (nitroglycerin), potassium, midodrine, atrovent. The patient's medical history included friederichs ataxia, sah 2008, seizure, dvt rle, osteoporosis, pacemaker, vertebroplasty and kidney stone. The patient was hospitalized (B)(6) 2015 and the issue resolved. The cause of the pump motor stall was not determined.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a feed through anomaly of shorting across the insulator. (B)(4).

Manufacturer narrative:
Eval code-conclusion has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml (325 mcg/day) via an implanted pump. The patient's "old" drugs were intrathecal compounded baclofen 3000 mcg/ml (dose 325 mcg/day) and dilaudid (concentration and dose unknown). The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. A motor stall was seen at initial interrogation and the motor stall occurred at (B)(6) 2015 at 10 am and the "stopped pump period may exceed tube set" occurred (B)(6) 2015 at 10 am. The patient did not recently have a MRI. The hcp spoke to the company representative (rep) on the date of this report and they were going to try and get the pump replaced over the weekend. Withdrawal was reported and the change in therapy/symptoms was sudden. The cause of the motor stall, the patient's medical history, other medications the patient was taking at the time of the event, actions/interventions taken to resolve the stall and withdrawal symptoms, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information was received from a company representative. The patient did not have therapy since "wednesday."